Event description:
Additional information: it was later reported that patient also experienced decreased mental status. On (B)(6) 2012 a medication adjustment was done wherein baclofen dose was changed to 60mg po q6h. Patient outcome was noted as resolved without sequelae as of (B)(4) 2012.

Event description:
A pump pocket infection was reported. The patient had draining at incision site and upon examination/palpation, the symptoms indicated infection. The entire system was explanted (B)(6) 2012. On (B)(6) 2011, it was reported that the patient experienced baclofen withdrawal. The withdrawal was noted to be related to the pump being explanted. The outcome was indicated as ongoing. The pump was used to deliver fentanyl clonidine, bupivicaine, and baclofen.

Manufacturer narrative:
Catheter model # 8709 lot # n168500013 implanted on: (B)(6) 2008 explanted on: unknown. 8835 personal therapy manager serial # unknown. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).